Event description:
It was reported after using the bd bbl¿ middlebrook oadc enrichment, an unspecified number of mycobacterial cultures were not growing as expected. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-01050 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.